Event description:
2049: tpn initiated. 2355: rn noticed small amount of tpn on the floor and patient reports some had leaked on her gown. Rn confirmed with second rn tpn leaking from distal hub port. Alcohol cap was securely in place. Per pharmacy, unable to replace tpn at this time. Md notified, patient placed on d10 tubing packaging discarded in med room trash bin and unable to be located. Unknown lot number. Manufacturer response for IV tubing, (brand not provided) (per site reporter). [Redacted date] - emailed baxter; requested RMA/mailer. Baxter has implemented corrective action plans in their manufacturing line and are isolating new product of the corrected product to send directly to (B)(6).